Manufacturer narrative:
The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Event description:
The customer originally reported that during a laparoscopic hysterectomy, the device was used successfully for three applications an d then error tones were heard. A new dissector was installed onto the system in order to complete the case. The device was returned with a fractured waveguide and the broken piece was returned with the remainder of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.